Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and photos of the impacted set were provided. Their visual inspection observed a small dark particle outside the fluid path between the return screwed connector and the return blood header. The reported condition was verified. The cause is most likely manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "many" black particulate matter was observed inside the fluid path of a prismaflex m100 set c during priming. There was no patient involvement. No additional information is available.